Manufacturer narrative:
(B)(4).

Event description:
During a pulmonary vein isolation procedure, while mapping the coronary sinus and 3d electroanatomic mapping of the left atrium, it was reported that the catheter was unable to go over the mapping catheter and would get stuck when attempting to put over the mapping catheter. No harm to patient was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.